Event description:
Event description cpi received information that this transvenous defibrillation lead was oversensing due to an insulation break behind the is-1 connector. Lead and aicd were explanted. New system was successfully implanted.